Event description:
It was reported that the pulse generator exhibited backup mode and could not be reset. The device was replaced.

Manufacturer narrative:
Final analysis found the device to be in backup vvi mode. The product code was successfully downloaded and normal device function ensued. The cause for the backup vvi mode could not be determined.